Event description:
Staff attempted to administer a vaccine and the needle would not penetrate the skin. Staff had to replace needle before they were able to administer the vaccine appropriately. The needle was disposed of in the sharps container.